Event description:
Information received indicates the head right siderail would not stay up.

Manufacturer narrative:
The technician found the head right siderail would not latch in the up position. He replaced the head right siderail to repair the bed.